Event description:
Hospital states unit goes vent inop 219 and line power failure. No pt injury or adverse event relayed to service technician by hospital.

Manufacturer narrative:
Lab testing: found that plastic mounting bolt for two of the torroids is broken off allowing washers that separate and insulate them from a heatsink to come into contact. Attempted to test the assembly per mmp 7563 with the test load f-50013 and the assembly trips the circuit breaker after a few seconds at any input voltage level. Unable to pinpoint the exact failed component in the assembly. No corrective action determined.